Event description:
Upon report to the other nurse, the vent alarm sounded and there was a message that indicated it had switched to simv mode on its own. The other nurse pressed the reset button which was not effective. She then shut down the ventilator and restarted it, during which time, the patient was in respiratory distress. Re-starting the vent was effective and all settings returned to normal. Dates of use: (B)(6) 2010 - (B)(6) 2014. Diagnosis or reason for use: continuing care due to acute respiratory failure. Event reappeared after reintroduction: yes.